Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom room rack and found that the uninterruptible power supply (ups) component required replacement. The technician replaced the ups component, tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure, their hexavue ip custom room rack stopped working. No report of injury.